Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level was at 350 mg/dl. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any malfunctions recur.